Manufacturer narrative:
(B)(4).the device has been evaluated onsite. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The baxter service technician evaluated a colleague infusion pump on (B)(6) 2010 for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) (B)(4). The field corrective action number has been provided. The user interface module master software version is 6.13.92, categorized as remediated.